Event description:
It was reported that the ilet pump displayed a cracked screen while remaining functional, and a replacement unit was arranged with instructions provided for shutdown, data syncing to the mobile app, and return of the original device. Investigation included technical support assessment and logistics coordination for device replacement and return. Further investigation of this case revealed physical damage to the display with continued operability and no associated clinical effects. There was no user reported symptoms. No user injury and no device-use difficulties as a result of cracked screen. Outcomes included continued cgm use with dexcom g7 and planned replacement of the ilet. It was concluded that, based on previously established findings for similar reports, this was a device screen damage event without patient harm, addressed by replacement and return for further evaluation.